Manufacturer narrative:
It has been communicated by the distributor the device will be returned to greatbatch medical for evaluation. Once the device has been received and the evaluation has been completed, a supplemental medwatch 3500a emdr will be submitted. Complaint information provided by depuy synthes. Not returned to manufacturer.

Event description:
It was reported during an unknown patient procedure that the off-set reamer handle has a broken tip. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
The device assembly was returned incomplete to greatbatch for evaluation and the reported event was confirmed. The drive chain component was broken at the weld where the shaft meets the proximal cardan joint. Visual examination shows signs of wear. This device failed due to wear. A manufacturing review was performed and there were no discrepancies found. No further investigation required.